Manufacturer narrative:
(B)(4). Date sent: 8/1/2024 d4: batch # 388c35 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch 388c35 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.

Event description:
It was reported that during the gastric bypass surgery, after fired, noted the staples malformed. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.